Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found that the noise and inappropriate shocks observed in the field were due to a fractured sensing coil, close to the crimp sleeve to the connector ring. The crimp sleeve was exposed outside the connector bore, causing increased stress and accelerated fatigue to the sensing coil, over time resulting in fracture. This resulted in an intermittent open circuit.

Event description:
It was reported that the patient received inappropriate therapy due to noise on the lead. The lead was explanted and replaced.